Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate atp and high voltage shock therapy due to double counting and far p waves sensed on the ventricular channel. Lead dislodgement was observed via chest x-ray. Lead was explanted and replaced. Patient had no complications.